Manufacturer narrative:
Analysis on the returned probe was found to be in good condition with only some minor wear on the probe array. With marker attached and seated fully, the probe returned good geometry and divot error readings. No failure was found. Analysis on the other returned probe was found to be in good condition with no apparent physical damage. With markers attached and seated fully, the probe returned good geometry and divot error readings. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the touch n go probe was damaged. There was no patient present when this issue was observed.